Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported the patient was on impella 5.5 support due to having non-radiating chest pressure with associated dyspnea. While on support, there were positioning issues. The impella was attempted to be repositioned at bedside. The doctors were unable to pull the catheter back. The physician popped the patients suture and pulled the graft and the impella back. The impella was too shallow and the pump metrics were off. The staff noted low flows and increased pressor support. The doctor decided to remove the pump. During the removal, the catheter sheared off and the impella motor and pump were still inside the aorta. The patient was emergently taken to the cardiovascular operating room for removal of the rest of the impella pump.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. The pump was returned for investigation. The pump catheter was found stretched and separated into two pieces. Biomaterial was present on the impeller. The cause of the positioning issue was use related, based on given clinical details. Improper positioning could lead to a low pump flow issue. The cause of the product damage during removal was use related since pump catheter was sheared off due excessive force was applied. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.